Event description:
The tip of the guide wire separated in the pt during advancing. An attempt was made to retrieve the tip, but it was unsuccessful. The pt was sent to surgery and the tip was successfully retrieved.